Manufacturer narrative:
(B)(4). D6: implant date: between : jan 01, 2006 to dec 31 , 2010. D10: unknown tibia, #item unknown, #lot unknown. Unknown bearing, #item unknown, #lot unknown. Therapy date: unknown. G2 report source: italy. Report source: legnani, c., massaro, e., peretti, g. M., macchi, v., borgo, e., & ventura, a. (2025). Medial unicompartmental knee arthroplasty combined with anterior cruciate ligament reconstruction yields similar outcomes compared to unicompartmental knee arthroplasty alone. Translational sports medicine, 2025(1). Https://doi.org/10.1155/tsm2/7606835. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 28-jul-2025, a journal article was retrieved from translational sports medicine (2025) that reported a retrospective study from italy. The purpose of the study was to compare the objective, radiological, and functional results of medial unicompartmental knee arthroplasty (uka) combined to acl reconstruction and those of isolated uka. The study reviewed, from 2006-2010, twelve patients with medial oa and acl incompetence were suitable for combined uka and acl reconstruction (group a) and twenty-four patients who underwent isolated uka (group b). Group a, surgery for uka combined with acl reconstruction was conducted using autologous hamstring tendon grafts fixed proximally with either a retrobutton device (arthrex, naples, and fl) or a rigid-fix equipment (depuy mitek, raynham, ma, USA) and an allegretto unicondylar fixed-bearing prosthesis (zimmer- biomet orthopedics, warsaw, in, USA). A biorci screw (bioabsorbable rounded cannulated interference, smith & nephew inc. Andover, ma, USA) was used to perform the distal fixation. Group b patients were all given a cemented oxford partial knee arthroplasty (zimmer-biomet orthopedics) by means of a medial parapatellar arthrotomy. The study population had a mean age at surgery was 54 years for group a and 54.7 years for group b; (group a 8 males/4 females and group b 16 males/8 females). For group a, the average radiographic follow-up was 7.9 years, whereas group b had an average of 9.2 years. It was reported that one female within group a, three years post-operative, underwent a revision to a total knee arthroplasty due to discomfort and progression of lateral osteoarthritis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2, h6. Product has not been returned. No product evaluation was able to be completed. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient¿s risk for progressive osteoarthritis. Additionally, females have an inherent risk. Partial knee replacement is done to decrease pain, and increase flexibility, mobility and overall improve quality of life, as this is one of the least invasive approaches. Patients with disease progression of osteoarthritis in the affected joint develop knee pain and decrease in joint flexibility. As osteoarthritis progresses a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to take an approach to convert to a full-knee replacement to alleviate symptoms. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.